Manufacturer narrative:
The enclosure power conversion assembly was returned to the manufacturer for analysis. Analysis found that the transistors were found to be defective. Analysis found that the reported event was related to an electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that upon disconnecting the umbilical cable from imaging system the fans were still powered on resulting in draining the batteries. Replacing the power enclosure conversion board resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power enclosure conversion board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during inspection, when the umbilical cable was disconnected from imaging system the fans still spin. There was no patient present at the time of the issue.